Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010154, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010154". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: packing of quick set. The lot 6010154 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 06/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. The sub-assembly. Gluing of tubing of the lot 4k06566 manufactured in the gluing automatic machine 04, 05, 08, on 04-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided; physical samples will not be returned. In order to test the product, the reference samples from the lot have been requested, however, the reference samples for the lot 6010154 have already been previously tested in the (B)(4) complaint test report on 23/jul/2025. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples. No non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) on (B)(6) 2025 due to hyperglycemia, diabetetic ketoacedosis seizure and diabetic coma event. Blood glucose level was 390 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of dryness at the time of the event.the patient was tested positive for ketones and the value was more than one. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-15473), was submitted on 30-oct-2025. The following sentences mentioned in h11 of the initial report are not considered: "since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure." As the lot details along with the investigation results have already been sent along with the initial report.